Event description:
On (B)(6) 2011 a pt reported, via email, experiencing an adverse event in both eyes (ou) while wearing acuvue advance for astigmatism brand contact lenses. This medwatch form is to report the event for the left eye (os). Please also refer to medwatch report 1033553-2011-00078 for the event related to the right eye (od). The pt reported that on a thursday, (B)(6) 2010, the pt inserted the lenses in question ou. The lenses had been stored in solution prior to insertion; the pt did not provide info indicating what brand of solution the lenses had been stored in prior to insertion ou. The pt reported utilizing a daily wear schedule; inserting the lenses ou each morning and removing the lenses each evening "before bed" and that this was the third day that the lenses in question had been worn. The pt reported that he/she removed the lenses after wearing them for about 15 to 20 minutes because the lenses ou "were cloudy" and "ripped the skin off both my corneas." The pt reported experiencing photophobia, both eye lids were "swollen shut" and "blindness." The pt reported, "in my left eye, it removed 80% of the skin, and the right eye, it removed 60%. I have permanent eye damage and have been given strict orders never to wear contacts again. As a result, I suffered 5 days of blindness, and slowly regained my vision over the next 4 months." The pt reported that the treatment was extensive and she had to visit the ecp several times per day for weeks and that 3 small scars are present on the os. Multiple attempts were made to obtain additional info from the ecp who treated the pt. The ecp has not responded to the attempts to obtain additional info. The product in question has been discarded and is not available for return for eval. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. Based on the limited info available, no further investigation can be conducted at this time.

Manufacturer narrative:
If additional info is received, will report within 30 days of receipt. (B)(4). Device not returned. No eval will be performed. No conclusion can be drawn.